Event description:
During an in clinic follow-up, loss of capture, low sensing, and far p-wave oversensing was observed on the right ventricular (rv) lead. X-ray imaging was performed and the rv lead was revealed to be dislodged. An attempt to reposition the lead performed, however, the helix experienced unspecified rotational issues. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.